Event description:
In january of 2004, this pt stopped responding to sound, when using their cochlear implant. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not yet been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.